Manufacturer narrative:
All buttons were functioning properly on the insulin pump. However, corroded keypad traces were found and no button error alarm during testing. It was noted that the pump was received with a cracked battery tube thread, a broken belt clip slot, a cracked reservoir tube lip, a cracked case near the display window corners, and a cracked on display window.

Event description:
The customer reported via phone call that she has a button error alarm on the insulin pump. Customer stated that the pump was on her side when it alarmed button error. Customer's blood glucose was 90 mg/dl an hour before the alarm was received. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.